Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
After properly prepping, the stent delivery system (sds), the physician loaded the device onto the guidewire. When he went to insert the device into the sheath, he noticed a small piece of wire on the outside of the balloon which extends beyond the stent that is crimped on the balloon. There was no damage to the packaging noticed prior to opening. The product looked normal when taken from the packaging and prepped. The tip of the sds was not damaged. The stent on the balloon was in place and there was no strut uplift noted. There was no difficulty inserting the guidewire through the sds. The physician was unsure where the piece of wire came from. Therefore, the device was placed to the side and another device was used to complete the procedure. There is no reported injury as the device was used in the patient.